Manufacturer narrative:
Other text: device evaluation: one cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed an occurrence of a "cassette not attached properly" alarm. Functional testing involved no disposable alarm testing and showed the device duplicated the reported alarm. The investigation did not determine the cause of the reported issue. The downstream occlusion sensor was replaced. A manufacturing DHR review was not performed because the device is over three years old, and the failure is unlikely a problem with the manufacture of the device. The pump has not been in for service prior to this time.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that there was a constant reattached set alarm during testing. There was no patient, or clinician injury associated with this event.